Event description:
Customer reported an incident where the plus/minus switches were grayed out, and at a certain moment, it was even so that the heparin button was grayed out, so that they had no access any longer to the heparin screen during treatment with no error codes. Switching the monitor off and on for a new treatment resolved the issue. There was no blood loss reported.

Manufacturer narrative:
There was no patient injury of clinical consequences to the patient reported. Gambro renal products has requested additional information relating to this incident and an investigation is ongoing. It is expected the investigation will be concluded by the end of q.3 2006. A final report will be submitted once the investigation is concluded.